Event description:
The consumer reported using the hot/cold pack as a cold pack and received blisters after using the product on her knee. She states that she was seen by a dermatologist as a result, and needed to have the blister drained.